Manufacturer narrative:
Block e1 (initial reporter fax number) has been corrected. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break based on investigation results. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual examination of the returned device found the guide catheter kinked and broken (detached); the proximal section of the guide catheter was not returned. Also, the push catheter suture hole was observed torn. Product analysis confirmed the reported event of catheter guide kinked, as the device was returned with the guide catheter kinked and broken (detached); the proximal section of the guide catheter was not returned. Also, the push catheter suture hole was observed torn. The investigation concluded that this could have happened if the device had pressure when trying to deploy the stent, possibly due to the physician technique or tortuosity of the procedure, it's most likely that the device couldn't deploy the stent and damaging the push catheter suture hole by the pressure that the suture was adding to the suture hole. Additionally, the guide catheter returned kinked and broken (detached), it's most likely that this could have happened as a result of the device being pulled with too much force or handling of the device during procedure. Therefore, taking all available information into consideration, the most probable root cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted on a procedure performed on (B)(6) 2025. During procedure, the inner catheter was kinked. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure. There was no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the guide catheter detached. Please see block h11 for full investigation details.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted on a procedure performed on (B)(6) 2025. During procedure, the inner catheter was kinked. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure. There was no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break based on investigation results. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual examination of the returned device found the guide catheter kinked and broken (detached); the proximal section of the guide catheter was not returned. Also, the push catheter suture hole was observed torn. Product analysis confirmed the reported event of catheter guide kinked, as the device was returned with the guide catheter kinked and broken (detached); the proximal section of the guide catheter was not returned. Also, the push catheter suture hole was observed torn. The investigation concluded that this could have happened if the device had pressure when trying to deploy the stent, possibly due to the physician technique or tortuosity of the procedure, it's most likely that the device couldn't deploy the stent and damaging the push catheter suture hole by the pressure that the suture was adding to the suture hole. Additionally, the guide catheter returned kinked and broken (detached), it's most likely that this could have happened as a result of the device being pulled with too much force or handling of the device during procedure. Therefore, taking all available information into consideration, the most probable root cause of the events is adverse event related to procedure.